Manufacturer narrative:
Patient identifier not made available from the site. On 01/15/2016 a medtronic representative, following-up at the site, reported other navigated surgeries have been performed following this procedure. No further accuracy issues have been reported. On 01/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/29/2016 a medtronic representative further reported that both wires and screws had to be repositioned (within the same surgery). Note that, since the incident reported, 4 navigated surgeries have been performed without precision issue with the same navigation system used in this procedure. We will proceed to the system annual preventive maintenance next week (f accuracy was checked during the navigation system planned maintenance (pm) and no problems were found no parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician alleged experiencing navigation accuracy issues during a percutaneous spine surgery (fixation) at l1-s1 levels, with the patient reference nailed on the iliac crest (percutaneous pin). O-arm acquisition #1: a 2d control highlighted that the physical placement of the kirschner wires with the help of the navigation (pak needle) did not correspond to what was displayed on the navigation system. O-arm acquisition #2: due to the alleged inaccuracy when navigating acquisition #1, the surgeon decided to place the reference on the other iliac crest, ensuring its good fixation. Again, a 2d control highlighted that the physical placement of the kirschner wires and of the screws, with the help of the navigation (pak needle // suretrak) did not correspond to what was displayed on the navigation system (inaccuracy). The alleged inaccuracy was mainly aligned with a superior / inferior axis. O-arm acquisition #3: both the positions of the kirschner wires and of the screws were successfully changed / adjusted with the help of navigation. No inaccuracy issue was highlighted when navigating the third o-arm acquisition. The surgeon completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was greater than one hour before continuing.

Manufacturer narrative:
A medtronic representative reported that the alleged inaccuracy was approximately 10-20mm. According to review of the patient exam, 4 screws were misplaced and required revision. Difficult to determine if the surgeon was checking accuracy throughout the procedure as it was a minimal-invasive procedure. The most likely cause was frame movement, however the surgeon is very cautious on that point and has lots of experience with navigation. A system checkout was completed and the system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.